Manufacturer narrative:
An ultraflex¿ esophageal ng distal covered stent was returned for analysis, the delivery system was not returned. Visual examination of the returned device noted that there was no cover present and a closed resolution clip was clipped onto the flange end of the stent. The wires near the distal end of the stent were kinked and restricted the lumen of the stent. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint; there was no stent covering present. The complaint is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and, from the information available, this device may have been used in a manner inconsistent with the labeled indications. The device is intended to maintain esophageal luminal patency in strictures caused by intrinsic or extrinsic esophageal malignant tumors. The covered stent may also be used for occlusion of concurrent esophageal fistula. It is unknown if there was a concurrent malignancy based on the reported event. Additionally, the ultraflex esophageal ng stent system is not intended to be moved or removed once it is deployed. Moving the deployed stent may break the stent wire or dislodge the cover. If it is necessary to move or remove the stent, it should be done only during the initial stent placement procedure and prior to balloon dilatation using an atraumatic retrieval device to grasp the suture threaded around the stent end. A review of the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex distal release esophageal covered stent was implanted to treat a fistula in the oesophagus during stent placement procedure performed in (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the ultraflex esophageal stent was fully deployed in the desired position. The physician noted that the stent cover unraveled and migrated partially off the stent and into the patient's esophagus. The stent and cover were retrieved from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) stent cover migrated. (B)(4) stent cover damage. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex distal release esophageal covered stent was implanted to treat a fistula in the oesophagus during stent placement procedure performed in (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the ultraflex esophageal stent was fully deployed in the desired position. The physician noted that the stent cover unraveled and migrated partially off the stent and into the patient's esophagus. The stent and cover were retrieved from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event.